Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 1 partially formed clip due to an anti-backup failure and 1 conforming clip; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl and ratchet pawl spring were missing from the assembly, causing the experienced non-functional anti-backup and lockout features. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired clip across cystic duct and noticed clips were not closing down tightly; there was a gap in the clip shape. They opened another device of the same product code to finish the case. There were no patient consequences reported.